Event description:
The device was applied during a sub-total gastrectomy procedure. Reportedly, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplement report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.